Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. It was also reported that the patient had received shocks due to a detection issue. The lead and implantable cardioverter defibrillator (ICD)&#1157;main in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.